Event description:
It was reported that during a laparoscopic lobectomy procedure, the device was used for the pulmonary vein. An abnormal sound was heard and the cartridge was detached from the device at the first firing. The articulation lever was turned 2 steps. The doctor required very strong force to grasp the closing lever when the blood vessel was locked. After the operation, it was found that the metallic plate of the cartridge¿s back was detached. The device damaged the pulmonary vein a little and bleeding occurred a little. When the sales rep checked the video, it was confirmed that the device was used as usual before the firing. Another device was used to complete the case. There were no adverse consequences to the patient. (B)(6).

Event description:
In 2009, a male patient underwent tlif revision surgery at l5-s1 due to lack of fusion. The original surgery date and reasons why the patient did not fuse are unk. The entire incompass construct was removed and replaced with a different manufacturer's product. The implant at l5-s1 was left intact.

Manufacturer narrative:
(B) (4). (B) (4). Cartridge pan the analysis showed that the atw35 device was received in good visual condition and with a reload loaded in the device. The reload was received partially fired and with the reload lock out spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. Additionally the pan was detached; this is consistent with the damaged observed when a locked reload is attempted to fire with enough force to eject the reload forward. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were note to have the proper b-formed shape. The reload was loaded and did not fell out during functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.